Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The actual device was returned to the manufacturer for physical evaluation. A visual examination of the device did not reveal any defects or damage on or within the returned dialyzer. There were no broken fibers, kinked or looped fibers, or fiber fragments within the fiber bundle. No cracks, damage or irregularities were noted on the molded polycarbonate components. An internal leak test was performed and the device passed all requirements with no internal leak detected nor did testing display an external leak. The device was disassembled and further examination revealed a short fiber at the non-cavity ID end. The fiber was approximately 4.0cm from the potting cut surface to the end of the fiber, and may have been a result of a broken fiber, though the other end could not be isolated. This fiber may have allowed a leak pathway into the dialysate compartment. There was no void observed on the cavity ID end and both potting masses were within acceptable parameters. The complaint is confirmed based on the results of the visual examination.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 250ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.